Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed no delivery during a bolus and during the manual prime. Customer was advised to remove the reservoir and clear the alarm but the alarm reoccurred. The customer did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during prime, excessive no delivery and displacement test. No excessive no delivery alarm noted. No cosmetic damage noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.